Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.0/2.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. Reportedly the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).